Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lfs customer service on (B)(6), 2009 alleging that the one touch ping had black marks on the display, which was unresolved with troubleshooting. This pt indicated that he was feeling thirsty 15 minutes before the alleged display occurred, but did not received any form of treatment. The product did not cause or contribute to an adverse event since the pt's symptoms started before the display issue occurred and the pt did not receive any form of medical intervention. However, this complaint is being reported due to the damaged display. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do pass inspection in a supplemental report.